Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and did not meet expected longevity. The cause for not meeting longevity is unknown.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) current battery voltage did not provide a recommended replacement time (rrt) flag indicator. It was further reported that the device was extracted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.